Event description:
A break in the retention dome occurred during percutaneous removal. The indwelling period was unknown. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.